Event description:
It was reported that the vns patient had presented excessive salivation and swallowing movements shortly after implantation. The output current was programmed at 0.5ma. It was reported that the pulse width was decreased. Attempts to obtain further information have been unsuccessful to date.